Event description:
It was reported that an ilet user experienced hyperglycemia with a peak blood glucose of 380 mg/dl for approximately eight hours while using the system, without device alarms or confirmed infusion set issues, and the user chose to disconnect from the device and delay reconnection until receiving trainer support, after which glucose returned to range. Symptoms included elevated blood glucose without reported ketones, loss of consciousness, or diabetic ketoacidosis. Outcomes included no medical intervention, no assistance from others, and no hospitalization. Investigation included technical review of use conditions and troubleshooting with user education. Investigation of this case revealed no confirmed device malfunction and an unclear cause for hyperglycemia given user-initiated disconnection and delayed reconnection. It was concluded that the event was consistent with user-reported hyperglycemia with cause unclear and resolution after reconnection and guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.